Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the electrodes failed during procedure. No negative impact in state of health reported. Further information was received on august 4, 2025. It was reported that during a medical procedure, a bipolar 15fr electrode (reference 011050-10, batch 843018) was used. When cutting energy was applied to remove an endometrial polyp, the electrode loop broke, rendering the device unusable. Three additional electrodes from the same batch were subsequently tested and exhibited the same defect: the loop broke upon activation of the energy. The procedure was only successfully completed using a fourth electrode.

Manufacturer narrative:
Date of investigation: 09-jan-2026. Result of investigation: the devices were not sent to the manufacturer for inspection - instead a video from the hospital has been provided, showing tissue manipulation without activated hf current and a continued use after the cutting loop was broken. The most probable root cause is that the cutting loops broke by excessive force applied during the procedure, touching the neutral electrode and creating a shortcut, which can be seen as the little melting pearl visible in the video at the broken end. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).